Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00155 and 3006425876-2023-00156. The customer returned one psi sheath and dilator for analysis. Signs of use were observed on the returned components. Visual analysis did not reveal any defects or anomalies. The hemostasis valve and psi device were leak tested according to three different parameters per amrq-000037 rev.09: low pressure leak resistance test (amrq-000037 section 6.1.2): this states , "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded , the sheath was pressurized to 21kpa for 30 seconds. No leaking was observed at the location of the valve, which indicates that the sheath valve is functioning as intended. Liquid leakage: hemostasis valve with lab inventory 7.5 fr catheter advanced: the parameters from the low-pressure leak resistance test were repeated with the returned dilator inserted into the sheath. The sheath was pressurized to 42 kpa for 30 sec and no leaks were observed from any portion of the device. 3) high pressure leak resistance test (amrq-000037 section 6.1.3): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30sec. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. The valves of the returned device passed functional leak testing; therefore, the customer reported issue was not able to be reproduced during testing. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user , "warning: hemostasis valve must be occluded at all times to reduce the risk of air embolism, contamination or hemorrhage. In the absence of an indwelling central catheter use the arrow obturator to occlude hemostasis valve." The report of a leaking valve was not able to be confirmed through complaint investigation. The psi sheath met all relevant visual and functional requirements including leak testing performed per iso 11070. A device history record review did not reveal any relevant findings. Based on the customer report and the sample received, no problem was found with the returned device. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
The complaint is reported as: insertion of sheath for planned pulmonary catheter insertion. Sheath inserted without problem and correct position of the wire verified by ultrasound on two levels. "Air comes in after insertion of the sheath during aspiration." Sonographically there is no pneumothorax and there is correct position of the sheath in the vessel. The sheath is removed. No visible damage noted. Same problem occurs with new sheath insertion. No patient harm was reported. It was reported a new sheath was used and another attempt performed successfully. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Associated MDR#s: 3006425876-2023-00155 and 3006425876-2023-00156. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: insertion of sheath for planned pulmonary catheter insertion. Sheath inserted without problem and correct position of the wire verified by ultrasound on two levels. "Air comes in after insertion of the sheath during aspiration." Sonographically there is no pneumothorax and there is correct position of the sheath in the vessel. The sheath is removed. No visible damage noted. Same problem occurs with new sheath insertion. No patient harm was reported. It was reported a new sheath was used and another attempt performed successfully. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: insertion of sheath for planned pulmonary catheter insertion. Sheath inserted without problem and correct position of the wire verified by ultrasound on two levels. "Air comes in after insertion of the sheath during aspriation." Sonographicaly there is no pneumothorax and there is correct position of the sheath in the vessel. The sheath is removed. No visible damage noted. Same problem occurs with new sheath insertion. No patient harm was reported. It was reported a new sheath was used and another attempt performed successfully. The patient's condition is reported as fine.